Manufacturer narrative:
(B)(4). Physio-control contacted the customer and was informed that the aforementioned quik-combo therapy cable assembly had been replaced with a new cable, which resolved the reported issue. The device, along with the cable, have since been placed back into service for use. The device has not been returned to physio-control for evaluation.

Event description:
Physio-control was made aware of an issue with a customer's quik-combo therapy cable assembly which was being used during a training session in conjunction with a lifepak 12 device. The customer submitted (B)(4) to the FDA, which physio-control was then provided a copy of. In the report, the customer stated the following: "reusable defibrillator cable for pads passed life pack 12 user test in the ER but then the defibrillator gave "connect cable"message when they attempted to use it with a simulated patient for training purposes. The fear is that this could have been a real situation and there would have been a delay in delivering the therapy. There appears to be a missing or broken pin in the connector that attaches to the defibrillator." A broken pin on the connector of the quik-combo therapy cable assembly could delay, or prevent, defibrillation if it were necessary, as a patient load may not be able to be detected.

Manufacturer narrative:
The removed defibrillation therapy cable was returned to physio-control for evaluation. It was confirmed that pin #1 was broken off of the therapy cable assembly, which prohibits recognition of the cable by the device.